Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-01669, 3005099803-2018-01670 and 3005099803-2018-01671 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 1000 laser fibers were used in a cystoscopy with laser lithotripsy procedure in the bladder performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versapulse 100 watt console. According to the complainant, during the procedure and inside the patient, the first fiber was used for 10 minutes and the tip broke off (captured in MFR. Report number 3005099803-2018-01669). Another fiber was used and after 5 minutes, the tip also broke off (captured in MFR. Report number 3005099803-2018-01670). A third fiber was then used and after 2 minutes, the tip also broke off (captured in MFR. Report number 3005099803-2018-01671). Reportedly, the fiber fragments that fell inside the patient were flushed out. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.